Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was explanted and returned for analysis. Primary analysis revealed no anomolies found.

Event description:
It was reported that during a vector check the echocardiogram showed on the programmer, however the marker channel displayed only intermittently. It was also tried with another programmer with similar results. The device was explanted. No patient complications have been reported as a result of this event.